Event description:
The customer reported the following: unit was showing 'rescue ready' meaning all internal checks have been carried out and unit is working fine. On opening the lid, the unit did not switch on and could not have been used in an incident.

Manufacturer narrative:
The AED was returned to cardiac science and is being evaluated.